Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported receiving battery failed alarm. No damage was reported on battery cap contacts or battery compartment. Customer continued to receive battery failed alarms after inserting new batteries, restarting pump, and using a replacement batt cap. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the sleep current measurement, active current measurement and self test. The pump was monitored, no blank display and failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 09/05/2024 21:22:41.000 to 09/05/2024 21:49:39.000. Low battery alert was found on: 09/05/2024 21:17:00.000. Failed battery alert/battery failed alarm was found on: 09/05/2024 21:25:33.000, 09/05/2024 21:25:35.000, 09/05/2024 21:26:04.000, 09/05/2024 21:26:52.000, 09/05/2024 21:27:30.000, 09/05/2024 21:28:01.000, 09/05/2024 21:29:57.000, 09/05/2024 21:31:24.000, 09/05/2024 21:38:02.000, 09/05/2024 21:40:15.000, 09/05/2024 21:45:57.000, 09/05/2024 21:49:28.000. Pump error 23 alarm was found on: 09/05/2024 21:50:41.000. Power loss alarm was found on: 09/05/2024 21:51:39.000, 09/05/2024 21:51:47.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 21-sep-2024 at 10:41:00 am. There was no power data available for the event date of 05-sep-2024. Unable to check power data for low battery alert, failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm. No unexpected low battery alert, failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 05-sep-2024 in the formatted history file. Sensorerroralert (801) was found on: 08/30/2024 12:58:53.000, 08/30/2024 14:13:54.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for blank display and failed battery alert/battery failed alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.